Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the paddle surface was abnormal. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite, visual inspection found no issue of the customer's reported problem; therapy cable being abnormal. Visual inspection found the paddle surface was abnormal. Results of functional testing indicate no issues with the device. Operational check was performed, the results are normal with no issues. Follow-up findings per fse confirmed, the device was fully functional as the operational test passed, only visual found paddle surface abnormal. As visual inspection found the paddle surface being abnormal. The paddle assembly was replaced. Functional tests, inspection and self-test were performed, all tests passed. The device is functioning as intended, returned to service and remains at the customer site.